Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an abrasion under the lifevest equipment. The patient described the area as rubbing her skin raw under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient's nurse called into zoll to ask about treatment for the abrasion, there is no indication of treatment of the irritation by a medical professional. Reporting out of the abundance of caution. The outcome of the abrasion is unknown as follow up attempts were unsuccessful.